Event description:
Based on additional information received on 28-nov- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had knee swelling. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (repeat injection) (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) into the right knee. On an unknown date in nov-2017, after unknown latency the patient complained of knee swelling. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(6). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 28-nov-2017 and 17-dec-2017 (both were processed with the clock start date of (B)(6) 2017). This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 28-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later complained knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded. This single case report does not alter the benefit/risk profile of the product.